Event description:
The device was returned for vr assembly errors. The device was internally investigated and found no sign of physical damage, including around the set ID. The device was reverted to manufacturing mode to test the functionality of the set ID which also passed normally several times. Log file review confirms the set ID did experience a failure. The resistor motor continuously slipped, so the encoder pcba was replaced, also the active valve flex cable was replaced due to the original cable having a pinch in the center of the cable that protruded through the internal wiring. All functional testing will be done.

Event description:
The following has been reported: biomed reported: please find below the following issue for the pump, no harm of patient reported, nor an active infusion being stopped. Latching mechanism unable to open, even when restarting, collected logs. A preliminary review of the logs identified the following issue: mechanical hardware failure (vr assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.